Manufacturer narrative:
The suspect device was sent to an olympus service center. Inspection and testing confirmed the reported event. No image was shown when the device was connected to the video processor due to a defective camera cable. Error code e311 (scope communication error) was also displayed due to the malfunction of image functionality preventing adjustment of the white balance. In addition, there was a cut on the cable sheath which resulted in air leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the camera head during an unspecified procedure. The procedure was completed with another similar device. Additional details have been requested regarding the procedure. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it can be surmised that an image was not displayed because the cable unit became faulty after product shipment. A definitive root cause for the faulty cable could not be identified. As to cable damage, we checked the contents described in the then instruction manual and found the following descriptions. We determined that the phenomena might have been prevented by following these descriptions. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.